Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery was overdischarged and at end of service. The patient hadn¿t charged the battery in a few months and a trickle charge was performed at the appointment. It was then that the end of service was found and possible replacement was discussed. The issue was resolved at the time of the report. No patient symptoms reported.